Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00086 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd facscanto¿ ii that there was erroneous results. The following information was provided by the initial reporter: are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): no. Was there any delay of treatment due to the issue? (Go to question #3): no. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): no. An unmarked sample shows positive signals in all fluorescences.

Event description:
It was reported that while using the bd facscanto¿ ii that there was erroneous results. The following information was provided by the initial reporter: are there erroneous results on patient samples from diagnostic test? If yes or unknown, go to question 2. If no, no further questions required. No. Was there any delay of treatment due to the issue? Go to question 3. No. If patient samples were redrawn, was there any change or delay of treatment? (Go to question 4. No. Was there any physical harm/injury to the patient due to the issue? If yes or unknown, go to question 5. If no, no further questions required. No. An unmarked sample shows positive signals in all fluorescences.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.